Event description:
Physician reported right side discomfort. Patient representative later reported recall, "some accommodation folds and a posterior radial fold" and "slight thickening with a highlight of the fibrous capsules, which may correspond to some degree of capsular contracture", baker grade unknown). Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture", baker grade unknown. Cont e1 phone number: (B)(6).